Event description:
It was reported that the right atrial (ra) lead exhibited non-physiologic noise. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w3dr01 ipg implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.